Event description:
It was reported that the lcd monitor had black screen. The issue was found during set up/preparation for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: switch is not working, faulty printed circuit board need to replace and liquid crystal display goes black. A definitive root cause could not be identified. However, based on the results of the investigation, the malfunction reported by the customer was traced to a component failure, and the additional malfunctions were also attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.